Event description:
While drawing abg as syringe was removed from right radial artery, the shaft of the needle dislodged from the hub and remained in patients wrist. The shaft was removed from the patients wrist. The patient was also connected to a physio control (life pak 6) heart monitor and a hpysio control pulse oximeter during this event.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, manufacturing, invalid data. Conclusion: device failure occurred and was related to event, device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.